Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection found no damage to the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID met specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar/proximal shaft area. Microscopic examination presented no damage to the tip. The xience catheter that was used in the procedure was not returned for analysis. A promus element plus catheter was used for functional testing. Functional testing was performed by inserting the catheter through the collar of the guidezilla. The guidezilla was able to advance through the collar, but could not advance any farther due to the partial separation of the guidezilla. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a partial shaft break occurred. Vascular access was obtained via a transradial approach. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery (rca). After a guide wire crossed, predilatation was performed with a balloon catheter; however, resistance was met in the guide catheter in the vessel. The lesion was observed with optical coherence tomography (oct). The physician advanced a guidezilla¿ guide extension catheter with anchor balloon technique. The physician attempted to deploy a 3.5x15mm non-bsc drug eluting stent (des) but resistance was encountered at the transition area and the non-bsc des stopped advancing. When the non-bsc des was removed from the patient, the stent was found deformed and dislodged in the non-bsc des y connector. The guidezilla¿ guide extension catheter was also removed from the patient. The transition area was found kinked and partially separated. The procedure was completed with a non-bsc catheter and the implant of a 3.5x15mm non-bsc des. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.

Event description:
It was reported that a partial shaft break occurred. Vascular access was obtained via a transradial approach. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery (rca). After a guide wire crossed, predilatation was performed with a balloon catheter; however, resistance was met in the guide catheter in the vessel. The lesion was observed with optical coherence tomography (oct). The physician advanced a guidezilla guide extension catheter with anchor balloon technique. The physician attempted to deploy a 3.5x15mm non-bsc drug eluting stent (des) but resistance was encountered at the transition area and the non-bsc des stopped advancing. When the non-bsc des was removed from the patient, the stent was found deformed and dislodged in the non-bsc des y connector. The guidezilla guide extension catheter was also removed from the patient. The transition area was found kinked and partially separated. The procedure was completed with a non-bsc catheter and the implant of a 3.5x15mm non-bsc des. No patient complications were reported and the patient's status is good.